Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl. Customer¿s current blood glucose level was 485 mg/dl. The other relevant blood glucose level was 294 mg/dl, 305 mg/dl. The customer was treated with manual injections. The insulin pump was beeping and received insulin flow blocked alarm. Troubleshooting was not performed for high blood glucose levels. The insulin pump will not be returned for the analysis.